Event description:
On (B)(6) 2015, we have been informed of an ECG monitoring procedure. A braemar er920w monitor and stable base sbw55 ECG electrodes were used. The duration of the procedure was "30 days prescribed; 3 days completed". The body type was described as obese and the skin type was described as "sensitive, alabaster". The medical history was described as hay fever, reaction to some products in the past. The skin was cleaned with arbone soap used in the shower and dried. The skin has not been disinfected and not been shaven. The patient was discovered to have developed a "rash, burn" underneath the adhesive area. The size was specified as "big circle a little wider than electrode itself". It was also reported that the electrodes adhered not properly so patient changed daily and after the third day the patient woke up with burns. The electrodes were applied on the upper right chest near clavicle and lower left rib area under breast. It was also stated that the "patient saw her physician after 5 months of the spot under her breast not healing. Physician state it had become a fungus and instructed her to use anti-fungal cream."

Manufacturer narrative:
Two different lot numbers were provided but not indicated, which one was involved in the incident. These are 31031-0158 or 31107-0321. Retained samples of both lot numbers were inspected visually and for their ph. In addition, two electrodes each lot number were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. No further incidents have been reported to us of the involved lot number in question. No further conclusions can be drawn.